Event description:
It was reported that during a procedure, the device was firing clips but they were remaining open. They would not hold on tissue. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.